Manufacturer narrative:
The device was received for evaluation. Functional testing included a keypad test, and it was noted that there was a keypad failure as the second soft key was not responding. The cause was identified to be a defective keypad which requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the second soft key of the device was not responding. No additional information is available.